Event description:
Infant having abnormal fht/rhythm during labor. Delivery assisted with kiwi vacuum. Two pop-offs occurred. Apgar 2007. Resuscitation performed. Infant has large sub-galeal hematoma. Transferred for nicu care.

Manufacturer narrative:
The following information was gathered: the patient was a g1p0. The indication for the procedure was a nrfht. Fetal position was not documented. Fetal station was +2. The kiwi omnicup was used. The number of pulls were not documented. There were 2 pop-offs. The vacuum cup location was not identified. The infant sustained a subgaleal hemorrhage which was appropriately treated and is currently without any evidence of neurologic sequelae. Our evaluation is as follows: given the size of this infant and the mother's primigravid status this was most likely a very difficult delivery. The medwatch report stated cephalo-pelvic disproportion, which is a contradiction to the use of the vacuum. Also not documenting the number of pulls makes it likely that there were more than the typically accepted 3-4 pulls. Although subgaleal hemorrhages are a known risk factor for vacuum deliveries (0.05%) this patient was at a greater risk because of suspected cpd, 2 pop-offs. There is no evidence to show that the kiwi vacuum cup malfunctioned.